Event description:
This is an international report of a leak that was found coming from the tubing of the transfer set during use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. No manufacturing abnormalities were noted during visual inspection. This complaint is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue, and reviews of manufacturing records revealed no issues and no deviations from standard procedure.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.